Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 needle precisionglide 21x1in contained foreign matter. Batch: 5031737, quantity: (B)(4), reason: 5 dirty in the packaging and inside the needle, 2 extensions in the protective cover piercing the packaging, 1 deformation in the bevel, 1 broken, 1 tear in the packaging. Batch: 4173465, quantity: (B)(4), reason: 2 internal dirt. Batch: 4204356, quantity: (B)(4), reason: 3 foreign bodies inside the needle, 2 dirt inside the needle, 2 broken cannons, 1 tear in the packaging. Additional information received on 02 jan 2026. Based on the analysis of the photos you provided, we identified the new batch number: 4120787 with three associated photos. Could you confirm from which distributor this batch was purchased? 4120787 - cm hospitalar mafra nf: 1160235 - 3 units dirty. It was a batch without including. Was the incident reported to anvisa? If so, what is the notification number? No, only the company. Could you confirm the date on which the problem/defect occurred or was identified? On (B)(6) 2025.